Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: colombia. It was reorted that the suture premilene, broke during a tenorrhaphy procedure.

Event description:
Diagnosis: hand fracture (tenorrhaphy).